Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Three (3) reasonable attempts were made by phone and email to obtain; patient treatment settings, patient information, patient photos, and sun exposure. No information was supplied by the user facility. An examination of the subject device by a lumenis engineer noted that the power meter glass window was burnt and needed to be replaced. After replacing the power meter window, the engineer verified all system functions including calibration and output power of both hs and et handpieces. The subject device operated well within manufacturer specifications. Based on the above, the most probable root cause of the reported event is an operator error, i.e. A failure on the part of the device operator to follow user maintenance as described in the um-1080310, rev. D p.53: "warning - the internal energy meter window must be clean to ensure accurate calibration. An unclean window will result in higher than indicated fluence, which may cause epidermal damage." In addition, in the chapter "inspecting the components" p.33 mentioned "when unpacking your lightsheer duet system, and before each use, inspect the components for dirt, debris, or damage. Inspect each handpiece for cracks or other visible damage. A damaged handpiece may cause electrical shock, unintended laser exposure, injury to treatment room personnel or the patient, and/or fire in the treatment room. If any component appears damaged, contact your local lumenis service representative." Thus, subject device malfunction is not the suspected cause of the event reported. While the information received to date confirms that a serious injury and no malfunction had occurred , because of the lack of information regarding the chance of permanent impairment, the company is reporting the event in an abundance of caution. Based on the information provided the root cause is assumed to be related to an operator device usage or failure to follow instructions. Should additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained a circle burn of unknown severity to an unknown treatment area following treatment with lumenis lightsheer duet laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.